Event description:
According to the op report, this valve was explanted due to paravalvular leak. At explant, there was no "gross evidence of infection" and "no obvious sites of paravalvular leak". The valve was replaced with sjm 21a-101, and the pt was taken to the ICU in "critical but stable condition".